Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2088238, medical device expiration date: 2023-04-30, device manufacture date: 2022-03-29. Medical device lot #: 2116388, medical device expiration date: 2023-05-31, device manufacture date: 2022-04-26. Medical device lot #: 2129342, medical device expiration date: 2023-05-31, device manufacture date: 2022-05-09. Medical device lot #: 2158639, medical device expiration date: 2023-06-30, device manufacture date: 2022-06-07. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix panel nmic-306 there was eight isolates reported as false positive cpo results. Modified cim was used as the confirmatory test at the state department of health. Erroneous results were reported to doctors but patients were not treated based on these results and no adverse impact to patients. The following information was provided by the initial reporter: customer reported false positive cpo results. Customer reported 5 p. Aeruginosa and 1 e. Coli that were flagged as cpo, but pa state dept of health performed modified cim, and they were negative. Emailing for additional information. Lots 2088238, 2116388, 2129342 and 2158639 affected. 2 isolates of each lot affected.

Event description:
It was reported that while using bd phoenix panel nmic-306 there was eight isolates reported as false positive cpo results. Modified cim was used as the confirmatory test at the state department of health. Erroneous results were reported to doctors but patients were not treated based on these results and no adverse impact to patients. The following information was provided by the initial reporter: customer reported false positive cpo results. Customer reported 5 p. Aeruginosa and 1 e. Coli that were flagged as cpo, but pa state dept of health performed modified cim, and they were negative. Emailing for additional information. Lots 2088238, 2116388, 2129342 and 2158639 affected. 2 isolates of each lot affected.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for false positive cpo results with p. Aeruginosa and e. Coli when using nmic-306 (449292) batches 2088238, 2116388, 2129342 and 2158639. The customer provided binary files but did not provide phoenix generated lab reports, panel returns or isolates for the investigation. To investigate, one (1) retention sample from each complaint batch 2088238, 2116388, 2129342 and 2158639 were tested with qc isolate e. Coli a25922 and ran on a phoenix m50 to evaluate for cpo results. In addition, one (1) retention sample from each complaint batch 2088238, 2116388, 2129342 and 2158639 were tested with qc isolate e. Coli 18187 and ran on a phoenix m50 to evaluate for cpo results. Last, one (1) retention sample from each complaint batch 2088238, 2116388, 2129342 and 2158639 were tested with qc isolate p. Aeruginosa 17925 and ran on a phoenix m50 to evaluate for cpo results. For a total of twelve (12) panels tested for the investigation. During the investigation, all retention panels tested with qc isolate e. Coli a25922 resulted in cpo negative . All retention panels tested with qc isolate p. Aeruginosa 17925 and qc isolate e. Coli 18187 classified correctly as cpo class b. All twelve (12) panels tested as part of the investigation yielded satisfactory results. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batches. A review of complaints revealed one (1) additional complaints on complaint batch 2088238, not related to this defect. A review of complaints revealed no additional complaints on complaint batch 2116388. A review of complaints revealed no additional complaints on complaint batch 2123942. A review of complaints revealed one (1) additional complaints on complaint batch 2158639, which is related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The following are guidelines to help minimize phoenix ast issues: ø media selection o isolates must be recovered from non-selective media. See table 16 recommended media in the bd user manual for a list of recommended media. O ensure quality of vendor selection for plated media. Variations in formulations may impact results. ø culture handling o cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. O for qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). ø mcfarland preparation o use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. O ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. O prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. O ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. O confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. O use bacterial suspensions within 60 minutes of preparation. ø panel preparation o panels should be used within 2 hours of removal from pouch. O inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. O allow sufficient time for fluid to traverse down the well tracks before moving the panel. O avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. O inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation.